Manufacturer narrative:
For 4 of the 4 reported information, the devices were returned to bd and evaluated. The lot number was provided for 4 out of 4 malfunctions; therefore, a lot history review is currently being performed. Foreign material present in device has been identified during preliminary evaluation for both devices. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model ecpmr0110g biopsy instrument allegedly experienced foreign material present in device. This information was received from various sources. Of the 4 foreign material present in devices, 4 did not involve patients. There was no provided patient information.